Event description:
The customer reported that the device ready for use indicator was displaying a solid red x and chirping. The site clinical resource manager later added that the device was displaying the (leads) ECG equip malfunction inop message. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.